Event description:
Covidien received info from the customer hospicio (B)(6) stating that a pb540 ventilator stopped cycling while in use on a pt. Subsequently, the pt expired. The following is reported to be a sequence of events provided by the caregiver present at the time of the incident. On (B)(6) 2013, the caregiver reported hearing a strange noise from the inside of the ventilator. After a period of time (not specified), the caregiver heard an alarm emitted from the ventilator and then the ventilator shut down. The pt was then manually ventilated by the caregiver until the arrival of medical professionals to the home. According to the customer, the pt was first placed on the pb540 ventilator on (B)(6) 2013. The unit was plugged into ac (alternating current) with a source protector at the time the incident occurred. The unit was returned to covidien for eval. The covidien biomedical tech inspected the device and found a burnt capacitor on the power management printed circuit board (pcb).

Manufacturer narrative:
(B)(4). The device is in possession of covidien at this time and the investigation is on going. At this time, there is no direct allegation that the device caused or contributed to the pt's demise.